Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure insert was in right ovary") in a female patient who had essure (batch no. 731816) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included leuprorelin (enantone) and nomegestrol acetate (lutenyl) since 2012. On an unknown date, the patient had essure inserted. In 2012, the patient experienced the first episode of cyst ("cyst"). In (B)(6) 2013, the patient experienced the second episode of cyst ("cyst measuring 40mm"). In (B)(6) 2013, the patient experienced the third episode of cyst ("cyst measuring 38 mm"). In (B)(6) 2014, the patient experienced the fourth episode of cyst ("cyst measuring 45 mm"). In (B)(6) 2014, the patient experienced the fifth episode of cyst ("cyst measuring 52 mm"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis ("lesions of endometriosis"), adnexa uteri pain ("pain in ovaries"), back pain ("back pain"), insomnia ("insomnia"), abdominal pain upper ("gastric pain"), fluid retention ("water retention"), weight increased ("weight gain"), migraine ("migraines"), dizziness ("dizziness"), diarrhoea ("diarrhea") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy in 2014 and in 2017). Essure was removed. At the time of the report, the device dislocation, the last episode of cyst, endometriosis, adnexa uteri pain, back pain, insomnia, abdominal pain upper, fluid retention, weight increased, migraine, dizziness, diarrhoea and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adnexa uteri pain, back pain, device dislocation, diarrhoea, dizziness, endometriosis, fluid retention, insomnia, migraine, urinary tract disorder, weight increased, the first episode of cyst, the second episode of cyst, the third episode of cyst, the fourth episode of cyst and the fifth episode of cyst with essure. The reporter commented: left salpingectomy was performed in 2014 and removal of the remaining essure insert in right ovary in 2017, right salpingectomy was performed. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-aug-2018. The most recent information was received on 28-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure insert was in right ovary") in a female patient who had essure (batch no. 731816) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included leuprorelin (enantone) and nomegestrol acetate (lutenyl) since 2012. On an unknown date, the patient had essure inserted. In 2012, the patient experienced the first episode of cyst ("cyst"). In (B)(6) 2013, the patient experienced the second episode of cyst ("cyst measuring 40mm"). In (B)(6) 2013, the patient experienced the third episode of cyst ("cyst measuring 38 mm"). In (B)(6) 2014, the patient experienced the fourth episode of cyst ("cyst measuring 45 mm"). In (B)(6) 2014, the patient experienced the fifth episode of cyst ("cyst measuring 52 mm"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), endometriosis ("lesions of endometriosis"), adnexa uteri pain ("pain in ovaries"), back pain ("back pain"), insomnia ("insomnia"), abdominal pain upper ("gastric pain"), fluid retention ("water retention"), weight increased ("weight gain"), migraine ("migraines"), dizziness ("dizziness"), diarrhoea ("diarrhea") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy in 2014 and in 2017). Essure was removed. At the time of the report, the device dislocation, the last episode of cyst, endometriosis, adnexa uteri pain, back pain, insomnia, abdominal pain upper, fluid retention, weight increased, migraine, dizziness, diarrhoea and urinary tract disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, adnexa uteri pain, back pain, device dislocation, diarrhoea, dizziness, endometriosis, fluid retention, insomnia, migraine, urinary tract disorder, weight increased, the first episode of cyst, the second episode of cyst, the third episode of cyst, the fourth episode of cyst and the fifth episode of cyst with essure. The reporter commented: in (B)(6) 2014, cyst removal was performed in left ovary, as well as left salpingectomy and removal of lesions of endometriosis. Removal of the remaining essure insert in right ovary in 2017, right salpingectomy was performed. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.